Event description:
Event description guidant received information that this patient's mother called guidant's technical services department with questions to understand the recall issue. The patient (daughter) died in 2004. The mother reported that the death certificate stated that this cardiac resynchronization therapy defibrillator (crt-d) contributed to the daughter's cause of death.